Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient initially went under a total lap hysterectomy procedure. The patient presented to the ER 14 days post-op due to vaginal bleeding and cuff dehiscence. To correct this condition, the doctor treated it with silver nitrate. 28 days post-op, the patient came in again with more vaginal bleeding. The patient bled through a pad and presented to the ER for follow up. A CT scan found fluid build-up around the cuff. The bleeding was stopped with antibiotics. Suture is visible during exams and patient confirms no sexual activity. Per the initial reporter, it is unknown if the cuff dehiscence and bleeding is related to product vs technique vs patient.